Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken, and the system was explanted.